Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range. However, unit received with high active current, problem isolated to electrical board. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. Insulin pump transferred to r and d for further testing.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm and short battery life. Customer did not received replaced battery now alarm and power error detected alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.